Manufacturer narrative:
The product has not been returned for analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) popped out of the pocket after the patient picked at the wound. The patient underwent a surgical intervention to implant a new icm. No additional adverse patient effects were reported.